Event description:
It was reported that short circuit damage was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received bench testing revealed the device had issued an alert indicating the output stage of the device was damaged. The device was tested on the bench and in the automated system; no anomalies were found. The cause of the output anomaly was undetermined.